Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) during use is noising loudly. No harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the failure and isolated the issue the deterioration of the drive manifold. To remediate this , the fse replaced the manifold, drive. The unit passed all functional and safety checks as per manufacturer's specification.